Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. On unspecified date, the tubing set was to be used to deliver an unspecified volume of an unspecified medication. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked onto the floor from a crack in the semi-rigid adapter of the secondary port on the cassette of the tubing set. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents al the info known by the reporter upon query by hospira personnel.